Event description:
Opened pack of laps onto sterile field. When scrub tech opened folded lap completely to give to surgeon, she found a hair inside the lap. Lap was never placed on/in the patient and was thrown off the field. Surgeon was notified. Lap sponge and packaging not saved. Multiple packs of lap sponges opened to sterile field - unable to determine which package belonged to contaminated lap sponges.